Event description:
Hamilton medical ag received the following event description: on december 30, 2023 at 6:30 am, use a ventilator for the patient; at 15:07 on the same day, the ventilator in use suddenly showed a red screen and could not operate normally. The patient's blood oxygen saturation gradually decreased. Immediately, use a simple respirator to assist breathing and contact the respiratory department; after the nurse shut down and restarted, the screen remained red. After the respiratory doctor arrived and restarted, it still could not be used normally, and the ventilator could only be replaced. Afterwards, send the ventilator back to the respiratory department for repair.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
During the use of the ventilator, it had a red screen defect. Then the ventilator was replaced. Engineers from the hospital's maintenance group checked the ventilator and repaired the defect, therefore and the repair details were not available and the cause of the malfunction was unknown. We do not recommend hospital engineers to conduct maintenance for repair by themselves, because the repaired machine cannot be tested as per the manufacturer's standards and the factory standards including electrical safety standards cannot be ensured. The hospital is recommended to find a maintenance company authorized by hamilton medical ag for repair. In addition, the machine was manufactured in 2011, and it has exceeded its 8-year service life by the time it was used. The hospital was suggested to upgrade the machine in time. Since an alternative ventilator was used in time, no harm came to the patient.

Event description:
Hamilton medical ag received the following event description: on (B)(6) 2023 at 6:30 am, use a ventilator for the patient; at 15:07 on the same day, the ventilator in use suddenly showed a red screen and could not operate normally. The patient's blood oxygen saturation gradually decreased. Immediately, use a simple respirator to assist breathing and contact the respiratory department; after the nurse shut down and restarted, the screen remained red. After the respiratory doctor arrived and restarted, it still could not be used normally, and the ventilator could only be replaced. Afterwards, send the ventilator back to the respiratory department for repair.

Manufacturer narrative:
During the use of the ventilator, it had a red screen defect. Then the ventilator was replaced. Engineers from the hospital's maintenance group checked the ventilator and repaired the defect, therefore and the repair details were not available and the cause of the malfunction was unknown. We do not recommend hospital engineers to conduct maintenance for repair by themselves, because the repaired machine cannot be tested as per the manufacturer's standards and the factory standards including electrical safety standards cannot be ensured. The hospital is recommended to find a maintenance company authorized by hamilton medical ag for repair. In addition, the machine was manufactured in 2011, and it has exceeded its 8-year service life by the time it was used. The hospital was suggested to upgrade the machine in time. Since an alternative ventilator was used in time, no harm came to the patient. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following event description: on (B)(6) 2023 at 6:30 am, use a ventilator for the patient; at 15:07 on the same day, the ventilator in use suddenly showed a red screen and could not operate normally. The patient's blood oxygen saturation gradually decreased. Immediately, use a simple respirator to assist breathing and contact the respiratory department; after the nurse shut down and restarted, the screen remained red. After the respiratory doctor arrived and restarted, it still could not be used normally, and the ventilator could only be replaced. Afterwards, send the ventilator back to the respiratory department for repair.